Manufacturer narrative:
The field service engineer was unable to reproduce a "no fluoro condition". Fluoro, digital spot and tube warm up techniques were all operational. The field service engineer did explain to the customer that the generator error message "generator interface malfunction" will always be displayed at the bottom of the monitor until the first image is acquired. The field service engineer completed the hut service checklist and returned unit to full service. No further investigation needed at this time.

Event description:
On (B)(6): customer reports fluoro failed during procedure. The procedure was completed and customer would not provide any pt or procedural info, other than to say no reported injury.